Manufacturer narrative:
Balloon lot# 0006881345 observations: the balloon is packed full of a hardened substance. The substance blocked the able to functional test the balloon. There was no obvious large cuts but due to the state of the returned balloon it was unable to be analyzed. Conclusion: no root cause can be determined at this time.

Event description:
It was reported that a patient with a vertebral compression fracture in the lumbar spine underwent a balloon kyphoplasty procedure. During the procedure,a balloon ruptured in "very osteoporotic" bone. According to the report, "bone was mush and should not have ruptured. Inflation was done slowly. Pressures weren't even at 200psi and volume was at 2cc". No patient complications were reported with this event.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.